Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomalies noted during testing. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's wife reported via phone call damage on the insulin pump, absence of no delivery alarm and high blood glucose levels. Customer's blood glucose level was 469 mg/dl. Troubleshooting for absence of no delivery was performed. Customer treated their high blood glucose with a pen. Customer's wife advised the device had a crack on the front where the reservoir is placed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.